Event description:
Vasoview hemopro was being used during cardiac bypass surgery to harvest leg veins to be grafted to heart vessels. The tip of the forceps cracked and peeled during the procedure. The physician's assistant (pa) who was doing the vein harvesting examined the tip and the rubber tip was still on the device but was cracked. No pieces came off in the patient.====================== health professional's impression======================defective product.====================== manufacturer response for endoscopic vessel harvesting system, vasoview hemopro======================possible user error. Because device was disposed of, they may not be able to determine the cause of the cracks.